Event description:
Reportedly when the physician was trying to remove the protective sheath from the tip of an nc trek he found that it took a considerable amount of force to remove the protective sheath. The physician mentioned that this was not the first time he had experienced this problem. No significant delay to the procedure, no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficulty to remove the protective sheath could not be replicated as the device was returned without the protective sheath. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a result of difficulty in removing the balloons protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place to monitor the effectiveness of the implemented corrective and preventative actions.